Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Date sent to the FDA: 12/16/2021 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 evaluation: visual analysis of the returned product revealed that two sutures pieces product code j570 were received for evaluation. The product code is double armed. Upon visual inspection of the returned sample, the suture was received in two sections and the ends were observed cutted and with body fluids. After further evaluation crimping marks were observed on the surface suture possibly from a surgical instrument. The product code j570 contains absorbable suture, as the sample was received open, the time of exposed to the environment could not be determined and functional test cannot be performed. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps.as part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
Product complaint #: (B)(4). Component code: (B)(4) device not returned. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Investigation summary: photo analysis: one picture was received for evaluation and as per visual inspection of the picture a foil packet product codej570 was observed. No breakage sutures were observed in the picture. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. As part of quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Events reported via: 2210968-2021-11211, and 2210968-2021-11213.

Event description:
It was reported that a patient underwent a strabismus procedure on (B)(6) 2021 and suture was used. During the procedure, it was reported that suture broke during knotting in strabismus surgery. Changed another two to continue the surgery, the same problem happened. Another like device was used to complete the surgery. There were no patient consequences reported. No additional information was provided.